Event description:
The customer reported false low haptoglobin (hpt) and false high digoxin (dign) results on two separate patients involving the unicel dxc 800 synchron system. Patient #1 obtained an hpt result of 191 mg/dl with a repeated result of 242 mg/dl. Patient #2 obtained a dign result of 2.5 ng/ml and a repeated result of 1.1 ng/ml. It is unknown if the erroneous results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Quality control (qc) was analyzed eleven hours prior to the event and dign and hpt were within the laboratory's established ranges. After the event, dign was elevated, at > 4 standard deviation and hpt was low, at > 4 standard deviation. The customer indicated quality control (qc) from other analytes was also out of range. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the cartridge chemistry (cc) syringe drive. The fse discovered 2 screws holding the syringe plunger had become loose and 1 had fallen out. The fse re-installed the screw, tightened both screws and resolved the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. The customer-supplied data indicates a third patient's original result; it is unknown if the result was erroneous.